Event description:
The customer reported, that she was hospitalized for diabetic ketoacidosis. The blood glucose levels were not reported. Troubleshooting was performed and the insulin pump passed all the required tests. Further troubleshooting revealed, the cannula of the infusion set was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.